Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via sems that an ar-3200-0025 ccu had a losing signal when connected to the monitors. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found) the evaluation did not identify any issues relevant to the reported event. Refer to (B)(4) for additional failure modes and information.